Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later time, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, there was no visible damage on the articulation sleeve found. During investigation, the engineer received a usacquisitionhw_31_0 error while investigating. This error was not reported by the user facility. The inter-connectivity test failed at thermistor and signal nets. Destructive analysis of the transducer showed that thermistor+ trace crack and open on gastro flex #7 which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Event description:
It was reported that in the middle of a transesophageal echocardiography (tee) study, the transducer displayed an image dropout. A different transducer was obtained to complete the patient's study. There was no loss of data and there was no patient adverse event reported. No additional information was provided.